Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed backup operation and loss of defibrillation therapy on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in unknown condition.

Manufacturer narrative:
Correction: h6, product not returning.